Event description:
It was reported that the patient felt sick and went to the hospital approximately ten days after a clinic follow-up with no known issues. It was also reported the device went to mode vvi65 and elective replacement indicator (eri) after four days from the device software installation. It was also reported that the battery impedance was over 2000 ohms and continuing to increase. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.